Event description:
It was reported that during a vns replacement surgery high impedance was occurring with the replacement generator (reported in MFR report# 1644487-2018-01451). During the attempts to re-insert the lead pin, the setscrew of the generator became stripped and the septum plug came out. A different generator was used to complete the surgery. The generator has been received by the manufacturer where analysis is underway, but has not been completed to-date. Additional relevant information has not been received to-date.

Event description:
Further follow-up from the company representative provided that the surgeon was repeatedly not matching the lead pins correctly and as a result of repeatedly re-inserting the leads and backing out the setscrew, a septum plug came out. She advised him that it could be placed back in, but the physician claimed the device was defective and wanted to use another. The device was received by the manufacturer and analysis was completed. There were no dimensional issues with either the generator header septum cavity, or the septum itself, which would have contributed to the septum dislodgement during an attempted implant procedure. However damage to the septa is observed as a result of backing off the setscrew too far. The pulse generator diagnostics were as expected for the programmed parameters. Electrical evaluation showed that the pulse generator performed according to functional specifications. The battery measured 2.939 volts and was not in a depleted condition. The downloaded data revealed that 1.115% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.